Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with less than two seconds of asystole. It was suspected the lead was partially fractured. The ventricular sensitivity was reprogrammed and the hcp scheduled increased follow-up with the patient. No adverse patient effects were reported. The lead remains in service.